Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported pericardial effusion occurred. The patient had a 24mm watchman laa closure device implanted successfully in (B)(6) 2015. Just over 3 weeks later, the patient presented with shortness of breath. The patient was given an echocardiogram and a pericardial effusion was noticed. They had to drain the effusion and took out about 600cc of blood; the patient was stable. The patient's inr (international normalized ratio) was 7.6. The physician reviewed the images from the implant procedure and did not see anything indicating that the effusion could have happened during the procedure. The patient has since returned for their 45 day follow up and everything looked good; they were taken off coumadin.